Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the pin during their pd treatment. The patient reported receiving a patient line is blocked message during fill 1 of 3 of treatment and the treatment was cancelled. The message occurred multiple times. The stay safe pin looked loose and while the patient was touching it, it started to leak fluid. The patient was advised to cancel the treatment and reset up with new supplies. Upon follow up, the patient stated that they were able to complete treatment with no further issue after they reset up with new supplies. There was no patient serious injury or medical intervention required as a result of this event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.